Manufacturer narrative:
Batch record review of xts kit lot y722 showed that this lot met all release requirements. The returned was rec'd and analyzed. The complaint has been verified. Back pressure in the system is the most likely root cause of the bowl seal lifting and it was likely related to the pt occlusion alarms. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
On (B)(6) 2011, therakos rec'd a report of f183 alarm that occurred during cycle 6 of treatment. Customer stated that a blood leak alarm had occurred after the 183 error was cleared. Customer noticed a blood leak in the centrifuge so the treatment was aborted with no blood returned to the pt. Total volume at end of cycle 5 is 383 mls, did not collect anything at cycle 6.